Event description:
The manufacturer was contacted in reference to a thermal product malfunction. The manufacturer received information about smoke and burning smell coming from the rear of the machine . There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No MDR required. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
In the report, the serial number, UDI number, manufacture date, component code grid and reason device not evaluated are corrected/updated in the report.